Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that there was a discrepancy between the implant and the cranial shape, this implant was not used. An alternative implant was used. The surgery was delayed for an hour.

Manufacturer narrative:
The reported event could not be confirmed, because the information provided was not sufficient. The provided information was not sufficient to determine the complaint root cause. The swollen brain might be the reason for the reported implant fitting issue. However, this could not be confirmed, because no postoperative CT scan was provided. Should a postoperative CT scan be provided in the future, this complaint will be re-opened. Based on the investigation, the DHR review including a 100% control of implant dimensions as well as the assessment of the responsible principal engineer r&d, no indication for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that there was a discrepancy between the implant and the cranial shape, this implant was not used. An alternative implant was used. The surgery was delayed for an hour.